Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a port placement, the port hub allegedly broke at the connector point. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI implantable port kit, one cath-lock loaded onto one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one cath-lock, one syringe, one j-tip guidewire loaded in a guidewire hoop, one 10fr introducer peel-apart sheath and vessel dilator, one unsealed safety infusion set, and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as a complete circumferential break was noted to the port stem. The edges of the complete circumferential break to the port stem appeared uneven. The surface appeared granular and glossy throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the port hub allegedly broke at the connector point. There was no reported patient injury.